Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Device history record review for part: #388.621 -synthes lot # 5534154, supplier lot # 63173: release to warehouse date: jun 19, 2007, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a l1-l2 synthes universal spine system (uss) construct and another l4-l5 uss construct, which were implanted in 2006 and 2007. However it is unknown which construct goes with which date. Surgeon performed the revision on (B)(6) 2016. There was no issue with any of the hardware. During the revision, surgeon removed the rods, and checked the existing screws. During removal of one of the screws, the handle for hook instrument broke. The torque to remove the screw was significant. All the pieces of the handle were retrieved. Another instrument was available in the operating room for use. Surgery was competed successfully with no additional time added and the patient is reported in stable condition. Concomitant device reported as: unknown spine uss screw (part # 498.xxx length of screw is unknown, lot # unknown, quantity 1). The post-operative revision surgery was performed as the patient developed adjacent level stenosis and disc disease in between the two uss constructs from l2-l4. This postoperative event is captured in complaint (B)(4). This report addresses the issue with the handle for hook which broke intraoperative. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the handle for hook or screw holder(part number 388.621, lot number 5534154). The subject device was returned with the complaint condition stating the devices phenolic handle was found to be broken and cracked at the cross-pin; all pieces returned. The complaint condition was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings for the returned devices were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no non-conformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The risk assessment addresses the hazard ¿breakage/bending/wear of instrument¿ adequately. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 9+ years old, as such instrument age likely contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.